Event description:
The reporter indicated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in patient's left eye on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to excessive vault. The icl was not exchanged for another lens.

Manufacturer narrative:
Method: work order search. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. The lens was rehydrated in bss for re-measurement. The measured value after re-hydration is at the expected overall length value after complete in-situ hydration. The lens is in specifications. Work order search: a work order search was performed and two similar complaint were found. Conclusion: according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is most probably a consequence of q wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (I. E. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion not yet available. Evaluation in progress. (B)(4).